Manufacturer narrative:
The device history record (DHR) for the lot number 7437809 was reviewed on 8/1/2018 and it was verified that the device was manufactured in accordance with documented specifications and procedures. The investigation of the returned product was completed by the failure analysis lab on 8/5/2018. Device evaluation summary: it was reported that a female patient underwent primary breast reconstruction with a cpx 4 contour expander tall 3 tab. Post procedure, right sided deflation was noted when the expander was being filled. Upon receipt by mentor, the device returned without fluid. No foreign material was observed within the device or on the shell surface. The product evaluation team discovered a rent at the patch junction. Shell abrasion was noticed within the rent. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. There is no evidence that the issue is related with manufacturing. Because the product evaluation team was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A device history record review is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent primary breast reconstruction with a cpx 4 contour expander tall 3 tab. Post procedure, right sided deflation was noted when the expander was being filled. The patient was hospitalized 1 day as a result. The device was explanted without replacement on (B)(6) 2018.